Manufacturer narrative:
Concomitant medical products: product ID: 3 10f33, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this 27mm bioprosthetic aortic valve and this 33mm bioprosthetic mitral valve, a permanent pacemaker was implanted in the patient. The reason for the permanent pacemaker implant was reported as atrial fibrillation and atrial flutter. No additional adverse patient effects were reported.

Manufacturer narrative:
The devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the heart valves). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.